Manufacturer narrative:
On (B)(6) 2017 the biomed reported that the device did fail the operational check again and displayed multiple failure messages. Multiple parts were placed on order and awaiting shipment.

Event description:
It was reported to philips that the device failed the following tests: "failed b sitter" "failed pacer test" and "failed pads ECG test". The biomed later clarified over the phone to the field service engineer (fse) that the users were attempting to perform the operational check when the device "skipped" the button pressing stage and went straight to "ops check failed" message. There was no reported patient involvement.